Manufacturer narrative:
The following fields were updated due to additional information: b. 5. Describe event or problem: : it was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes, erroneous results(false positive troponin t) and white particulate matter were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user. H.6. Imdrf annex a grid : a0302 - device ingredient or reagent problem (2910). Investigation summary: bd had not received any samples or photos for investigation. During the inspection, 100 retained samples from each implicated lot number were examined, and no additive abnormalities or gel defects were found. Complaints for sample quality are under statistical control for the month of may 2025. At this time, further testing is not indicated. Further clinical testing could not be conducted as bd clinical laboratories are currently unable to test for high sensitivity troponin t. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 4281557, for the indicated failure modes: erroneous results (hs troponin t) and sample quality-poor plasma. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 2 of 6. It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes, erroneous results (false positive troponin t) and white particulate matter were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 6 it was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes, erroneous results (false positive troponin t) were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.